Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she was unable to establish communication with the ipg using the patient programmer and charger. The patient last charged the ipg approximately three weeks ago. Surgical intervention is planned to address the issue.